Manufacturer narrative:
It was reported that emergency drive has no resistance when turning the hand crank. Additionally, the rpm indicator does not illuminate when the hand crank was turned. The failure occurred during priming. A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2023. The set screw holding the outer gear wheel was tightened. The emergency drive cover was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According, to the technician the root cause for the failure "emergency drive has no resistance" was that the set screw holding the outer gear wheel was loose. For the failure "rpm leds not illuminating", a similar failure was already investigated by getinge life-cycle-engineering on (B)(6) 2018, with following conclusion: the inductance l1 has an internal crack. Possible root causes could be external mechanical stress. According to the instruction for use of the cardiohelp device (chapter 5.6.1 "check before every application") the emergency drive must be checked before use and to ensure that the led speed indicator is lit according to the speed. The review of the non-conformities has been performed on (B)(6) 2023 for the period of (B)(6) 2021 to (B)(6) 2023. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on (B)(6) 2021. Based on the results the reported failure "emergency drive had no resistance" and ¿rpm indicator does not illuminate¿ could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID # (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the emergency drive has no resistance when turning the hand crank and the rpm indicator does not illuminate. No harm to any person has been reported. Complaint ID # (B)(4).